Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they received no delivery alarm and high blood glucose reading. Customer declined to troubleshoot the issues. Customer wife was requesting to get shorter cannula infusion set to see if the flow block can be resolved. Customer did not mentioned blood glucose reading. The insulin pump will not be returned for analysis.